Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed, as visual and photographic examination revealed the part was both oxidized and highly stressed. There are warnings in the package insert that this type of event can occur and it is addressed in associated risk documentation. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(6). (B)(4). Concomitant products: unknown femur; unknown tibial tray.

Event description:
Patient underwent a knee revision procedure approximately seven years post implantation due to a fractured inlay.